Event description:
During pre-exam positioning of the tube assembly, the tube counterweight reportedly snapped, causing the tube to fall vertically to the bottom of the vertical column. The tube did not contact the pt, but had been positioned directly above the pt.